Event description:
It was reported that twelve (12) months following a right eye (od) trabecular microbypass stent system procedure, the patient presented with elevated intraocular pressure, which was treated with selective laser trabeculoplasty (slt). Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following additional information was received. The patient status was described as recovered with additional medication and selective laser trabeculoplasty (slt).

Manufacturer narrative:
MFR# reference: (B)(4).